Event description:
The patient contacted animas alleging that the subject pump auto suspends when he wakes up in the morning. There was no mention of physical damage to the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): all buttons responded to presses normally. The keypad was removed and no damage was found to the button contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).